Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment and patient's outcome were not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.